Event description:
The facility reports as a patient was being lifted from patient's bed, the sling gave way. One of the four lift attachments had split and a bend was evident on the plastic bracket. No injuries were reported.